Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 32.2 ml, rate 2 ml.hr and 58.8 ml was given no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).